Event description:
It was reported that during the implant procedure the physician placed the right ventricular (rv) lead without any problems. R waves and thresholds were excellent. As the physician was suturing the lead values were checked again and it was noticed that the r waves were less than 1mv. The physician repositioned the lead and the lead showed high thresholds. Numerous locations were tried and still there were high thresholds. The physician removed the first lead and tried a second lead getting the same results. Upon further evaluation it was determined the analyzer cable was defective and responsible for erroneous numbers on the ventricle side. The lead was checked on the atrial channel and numbers were within normal limits. The second lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).